Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range impedances greater than 3000 ohms leading to a signal artifact monitor (sam) episode, which resulted in a vector switch. The presenting electrogram shows atrial loss of capture, and oversensing of noise can be seen on the atrial channel. Additionally, an atrial tachy response (atr) episode was recorded one day later, which also shows noise on the atrial channel. Technical services were consulted and recommended further assessment of the lead, which remains implanted and in service. No adverse patient effects were reported. Additional information: further information was obtained from the field indicating that reprogramming changes to the device were made. The patient will continue with routine follow-up visits and remain on latitude (remote monitoring).

Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range impedances greater than 3000 ohms leading to a signal artifact monitor (sam) episode, which resulted in a vector switch. The presenting electrogram shows atrial loss of capture, and oversensing of noise can be seen on the atrial channel. Additionally, an atrial tachy response (atr) episode was recorded one day later, which also shows noise on the atrial channel. Technical services were consulted and recommended further assessment of the lead, which remains implanted and in service. No adverse patient effects were reported.